Event description:
During a laparoscopic hernia repair the ems misfired while attempting to secure the mesh to coopers ligament. The staple was visible within the shaft and was not released. A new device was opened to complete the case. There was no consequence to the pt.